Event description:
During hysterectomy when grasping the fallopian tube the fenestrated forcep broke off. It was removed and irrigated. Xray confirmed no broken part left in patient. The broken piece was obtained before any harm and has been retained. This product can be used 14 times and was only reprocessed 7. FDA safety report ID# (B)(4).